Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon experienced intermittent tracking with the straight suction while using the flat emitter. The instrument would verify, but when navigating the sinuses, the cross hairs would consistently turn red and stop tracking the instrument. The surgeon continued the case with the curved suction and the ostium seeker without issue. There was no reported impact to patient outcome and no reported surgical delay. It was noted that there was a potential issue with the endoscope that was being used.